Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the zelante thrombectomy. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Visual and microscopic examination revealed no damages. Functional testing was performed by placing the device in the angiojet ultra console. Functional testing consisted of running the complaint device through the full priming cycle and 180 seconds in thrombectomy. The device ran within normal range (9.23 kpsi), without any leaks from the device or any errors/alarms from the console. Inspection of the device presented no damage or irregularities.

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the deep vein of the lower extremity. An angiojet zelantedvt was used in a thrombectomy. During preparation, it was noted that the system could not read the qr code. The console was reset, but still could not recognized the catheter. The procedure was cancelled. No patient complications were reported and patient's status was stable.

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the deep vein of the lower extremity. An angiojet zelantedvt was used in a thrombectomy. During preparation, it was noted that the system could not read the qr code. The console was reset, but still could not recognized the catheter. The procedure was cancelled. No patient complications were reported and patient's status was stable.